Event description:
Customer reported that a female patient was undergoing a retrograde cystogram procedure when the fluoro and spot film system shut down. She reported that without the use of fluoro, the procedure could not be continued and they will need to reschedule the patient. Customer reported that there were no injuries to the patient.

Manufacturer narrative:
Field service engineer trouble shot the system in accordance with service manual 735-317-g1 diagnostic section 2.3, and replaced the hard drive system and reloaded the software.